Event description:
It was reported that the led (light-emitting diode) was not illuminating on the transmitter. There were no consequences to the patient. The transmitter was returned and during analysis, burn marks were noted in the ac (alternating current) power adapter.

Manufacturer narrative:
The field complaint of green led (light-emitting diode) not illuminating was verified. The visual inspection revealed no physical damage to the outer plastic casing of the ac (alternating current) power adapter or to the outer plastic housing of the transmitter. After opening the ac power adapter several burnt components were observed on the main circuit board, as well as to the inner casing of the ac power adapter. Upon opening the transmitter no burnt components were observed. Unit tested with working ac power adapter and unit successfully powered on. The delete data process was performed successfully. High current flow through the ac wall power outlet damaged the ac power adapter causing the no power issue.

Manufacturer narrative:
This supplemental report is submitted to provide h4 device manufacture date in response to an FDA inquiry received on 25 march 2025.